Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney. On (B)(6) 2002, the pt underwent a right retroperitoneal exploration with placement of a kugel patch and injection of kenalog steroid. On (B)(6) 2012, the pt was seen for consult of his painful incisional hernia in his right flank that has gotten progressively larger over the past 10 years. On exam, a firm mass in the midportion of the flank scar that was thought to be the old mesh that may be balled up was seen. "No evidence of infection" was noted. A CT scan of the pt's abdomen and pelvis was ordered. The attorney's report alleges "pain and suffering", defective mesh, add'l surgery, explant.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event date is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific pt injury. We have contacted the initial reporter to request add'l info and to request return of the device for eval. Additionally, the product was manufactured by surgical sense, prior to the davol acquisition of the product. Mfg records from surgical sense are not related to this complaint. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.